Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is wanting her scs system removed. The pt stated she turned her system off sometime in 2012 because it was not providing stimulation coverage of her pain areas and instead was getting stimulation in her abdomen. The pt did not inform her physician or anyone from sjm regarding the issue.